Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the patient's granddaughter (reporter) contacted lifescan on behalf of the lay user/patient alleging an intermittent power issue (does not turn on) with the patient's one touch ultra meter. The customer service representative (csr) verified that the battery indicator was appearing. The patient has had the meter for over a year and per the csr documentation, the battery was not replaced per the owner's manual. The patient usually tests 2-3 times per day. The alleged power issue started one day earlier at an unspecified time. As a result of the power issue, the patient continued to take her usual dose of insulin (60 units of nph in the morning and 3 units of regular at noon, and 1000 mg glucophage). The patient attempted to test on the meter on original date at 6am, but the meter would not turn on. Around 12:30pm, the patient developed symptoms of feeling dizzy and hungry. It would be helpful to know what events led to the patient's symptoms, such as her activity levels, medications, meals, and previous meter readings. Usually around noontime, she would take her insulin prior to eating but because she was feeling dizzy she ate first and then took her usual dose of diabetes medications. This complaint is being reported because the patient allegedly developed symptoms after having a power issue with the meter. The meter, test strips, and control solution were replaced.